Event description:
Device malfunction: none. Symptoms/ae: chest pain/mi. Time of symptoms/ae: several hours post carotid procedure in 2006. It was reported that pt experienced an onset of chest pain/ mi several hours after the carotid procedure. Troponins positive with no treatment. The event was resolved 1-day post procedure and the pt was discharged home 2-days post-procedure. The procedure was in the right internal carotid artery with a type ii aortic arch. The vessel was 90% stenosed with mild calcification. The lesion was absent of thrombus. No additional information was available.